Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatch to evaluate the iabp. Upon arriving at the facility it was reported to the stm by the facility biomedical engineer (biomed) that the iabp had saline spilled into it, the biomed indicated that the iabp had been in the biomedical shop for several weeks as someone from the biomed shop had disassembled the iabp and attempted the repair. The stm then proceeded to clean the saline residue from iabp and replaced the power management board, replaced motor control board, and replaced the fiber optic assembly. The stm additionally verified proper battery function and charging. The stm then reassembled iabp and performed all pneumatic, functional and electrical safety tests. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on patient the cardiosave intra-aortic balloon pump (iabp) would not boot up and it gave an audible system failure alarm followed by the iabp shutting down, the iabp was swapped to continue therapy. No patient harm or adverse event was reported.